Event description:
It was reported to boston scientific corp that a resolution clip device was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the operation , after the clip was delivered to the target lesion, it could not be released. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).